Event description:
Wang t, richard sa, jiao h, li j, lin s, zhang c, wang c, xie x, you c. Institutional experience of in-stent stenosis after pipeline flow diverter implantation: a retrospective analysis of 6 isolated cases out of 118 patients. Medicine 2021;100:11(e25149) http://d x.doi.org/10.1097/md.0000000000025149 medtronic literature review found reported of patient complications in association with implantation of the flex pipeline embolization device (pled). Wall malapposition was observed in 2 patients. The purpose of this article was to identify patients with, in-stent stenosis (iss) after implantations of pipeline flex embolization devices as treatments for intracranial aneurysms. They observed 5% (6/118) incidence rate of iss in intracranial aneurysmal patients treated with pleds at the institution. The patients were made up of 2 males and 4 females with a mean age of 42. The following intra- or post-procedural outcomes were noted: dizziness blurring of vision severe stenosis. Wall malapposition was observed in 2 patients, which occurred in the distal segments of the icas

Manufacturer narrative:
Wang t, richard sa, jiao h, li j, lin s, zhang c, wang c, xie x, you c. Institutional experience of in-stent stenosis after pipeline flow diverter implantation: a retrospective analysis of 6 isolated cases out of 118 patients. Medicine 2021;100:11(e25149) http://d x.doi.org/10.1097/md.0000000000025149 age: this value is the average age of the patients reported in the article as specific patients could not be identified. Gender: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Event date. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.